Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reports having pain at the infusion site, (abdomen). Upon removal of the pod from the infusion site the patient reports bleeding, bruising, purulent discharge as well as a big knot. One at the hospital the patients pod was replaced as well as the patients transmitter. The patient was prescribed cephalexin (500 mg) capsules to be taken 4 times a day. The patient was released from the hospital after 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.